Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message in the morning on (B)(6) 2019. The patient's blood glucose result was 526 mg/dl on his performa combo meter. He had symptoms as tiredness, chest pain, and vomiting. The patient went the hospital and the blood glucose result was 365 mg/dl on the hospital's meter around 40 minutes later. The patient was treated with insulin and released from the hospital the same day.